Event description:
Consumer reported that the scale print on 8 syringes from one package were mis-aligned. Lot #: 4282084. Catalog #: 928852. Date of event: unknown. Samples: available - sending mail kit. Vcoyne 18august2025. Update/additional information from nacc. This is a follow up to sf00025457. I realized that I did not include in the verbatim that the consumer used one of the syringes with some type of digital measuring device. However, I advised her not to use any of the other syringes that are misaligned. I have sent her a new box.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause cannot be determined as the issue remains unconfirmed. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.